Event description:
It was reported that charging cable for tandem pump was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that charging supplies would be replaced by technical support and that, if pump battery depleted before replacement arrived, customer would rely on multiple daily injections; no additional information was received regarding the outcome of the event.